Event description:
It was reported a balloon ruptured on the first inflation at 12 atmospheres during an arteriovenous hemodialysis fistula graft dilatation. Following removal of the balloon catheter, it was noted the balloon material had detached in the pt. Percutaneous retrieval attempts were unsuccessful. The balloon material could not be located. The pt underwent a successful graft revision. The pt remains asymptomatic. A portion of the device was received, evaluated and retained by this MFR. The engineering eval indicated the balloon material was missing from the catheter shaft and not returned for eval. The proximal and distal bonds were not present, however, adhesive was present on the catheter shaft. Microscopic exam revealed slight scratches/indents on the catheter shaft just proximal to the proximal bond area. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device also displayed characteristics consistent with contact with a sharp external source, scratches/indents on the catheter. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or it balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."